Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported generator was faulting with error c-34. Confirmed and reproduced, on startup unit displayed c-34. .

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the customer the technical support engineer (tse) the vio dv 2.0 integrated electrosurgical unit (iesu) was faulting with error c-34 and coag was not working. The system logs confirmed errors c-34, as well as m-11, c-06, and m-18. The tse confirmed no source of emi were in close proximity of the vision side cart. The customer power cycled the generator, and it powered on with error c-00. The tse had the customer reboot and disconnected the external foot pedals. The tse inquired if the customer has a force triad generator or another tower available. The procedure was converted to laparoscopic surgery with no reported injury.